Manufacturer narrative:
Concomitant medical products: abstack30 abs fixation device 30 tacks (lot# n2e0224x). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced small bowel obstruction, bowel injuries, infected mesh, infection, fluid collection, necrosis, adhesions, recurrence, nausea, vomiting, abdominal distention, loss of appetite, separation of mesh, open wound, and severe pain. Post-operative patient treatment included revision surgery, hernia repair, removal of mesh, release of obstruction, resection of short segment of ileum with anastomosis, placement of drain, wound vac, debridement of wound, wound irrigation/packing, resection with anastomosis, and admitted to hospital.

Manufacturer narrative:
Correction: b5, h6 (removed patient code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced inflammation, perforation, lower abdomen swollen, small bowel obstruction, bowel injuries, infected mesh, infection, fluid collection, necrosis, adhesions, recurrence, nausea, vomiting, abdominal distention, loss of appetite, separation of mesh, open wound, and severe pain. Post-operative patient treatment included CT scan, medication, revision surgery, hernia repair, removal of mesh, hernia repair with sutures, exploratory laparotomy, release of obstruction, resection of short segment of ileum with anastomosis, placement of drain, wound vac, debridement of wound, wound irrigation/packing, resection with anastomosis, and admitted to hospital.

Manufacturer narrative:
Additional info: a4, b5, b7, d8, e1 (facility name, street, city, region, postal code), h4, h6 (updated all codes, added patient codes, imf codes, device code and ime e2402: "loss of appetite"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced inflammation, perforation, lower abdomen swollen, "looks like I am 6 months pregnant on my right side", small bowel obstruction, bowel injuries, infected mesh, infection, fluid collection,necrosis, adhesions, recurrence, nausea, vomiting, abdominal distention, loss of appetite, separation of mesh, open wound, and severe pain. Post-operative patient treatment included CT scan, medication, revision surgery, hernia repair, removal of mesh, hernia repair with sutures, exploratory laparotomy, release of obstruction, resection of short segment of ileum with anastomosis, placement of drain, wound vac, debridement of wound, wound irrigation/packing, resection with anastomosis, and admitted to hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.